Event description:
According to medical records received from the initial reporter, the pt's bjork-shiley convexo-concave mitral heart valve was replaced due to "mild to moderate pannus overgrowth". During surgery the pt also had the overgrowth". During surgery the pt also had the bjork-shiley spherical disc aortic heart valve replaced due to a moderate paravalvular leak. According to the medical records, the pt recovered well from the operation.